Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided with the results of the investigation.

Event description:
A clinical incident involving a tristar 50 with integrated cable arthrowand was reported to arthrocare corporation. During a knee arthroscopy procedure, it was reported one of the electrodes had detached from the tip of the want and remained in the patient's knee joint. There was no reported patient injury.